Manufacturer narrative:
The customer¿s report that the tubing broke and leaked which resulted in blood back flowing into the tubing was confirmed due to tears in the tubing. The tubing was jagged at both the tear sites and the tubing at these sites was flattened. Residual blood was confirmed within the tubing. No other anomalies were observed throughout the set. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Two small tubing tears were observed on the tubing above the distal smartsite, . No other anomalies were observed throughout the set. Functional testing was performed; the set leaked from the tubing tears that were observed during visual inspection, confirming the customer's report of a leak. No other leaks were observed throughout the set. The root cause could not be identified.

Event description:
It was reported that the tubing broke and leaked. During a patient infusion of normal saline, the rn noticed blood back-flowed into the tubing. This occurred during priming and flushing the IV. The IV tubing set was immediately changed by the rn to a new set. The issue was resolved and the patient suffered no harm.

Manufacturer narrative:
Race/ethnicity: white. The customer¿s report that the tubing broke and leaked which resulted in blood back-flowing into the tubing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Two small tubing tears were observed on the tubing above the distal smartsite, confirming the customer¿s report of a leak. The first tear was slightly jagged and vertical at the tear site and with the tubing flattened or pinched. The second tear was also jagged at the tear site and the tubing was also pinched down with deformities. Residual blood was confirmed within the tubing and prominent around the tear indicating the leak. Sticky residue was also observed on the surface of the tear sites. Functional testing was performed and the set leaked from the tubing tears that were observed during visual inspection. No other leaks were observed throughout the set. No further testing could be performed on the set due to the tears in the tubing. The root cause of the damaged tubing could not be definitely determined.

Event description:
It was reported that the IV tubing broke and leaked. During a patient infusion of normal saline, the rn noticed blood back-flowed into the tubing. This occurred during priming and flushing the IV. The IV tubing set was immediately changed by the rn to a new set. The issue was resolved and the patient suffered no harm.